Manufacturer narrative:
Additional MDR's associated with this event: 3025141-2019-00014: driver, 3025141-2019-00015: screw.

Event description:
An acutrak 2 20mm micro screw was being implanted. The driver tip broke off in the screw head. There was a 15 minute delay in surgery to remove the screw and replace it with another.